Manufacturer narrative:
H2: the product ID: 9733611, lot number: 160727, is no longer associated with this complaint as it was returned unused. H3, h6: the product ID: 9735225r, lot number: 1886996, was returned and analysis did not confirm the reported event. The computer booted normally to the application screen and the installed programs all started and ran normally. There were no "no signal" messages were observed. No faults were found. Previously reported code b01 is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that while in procedure, the system was functioning as intended initially but then both monitors appeared to power off. The site powered the system off, unplugged from the wall power, then powered the system on again. A no signal detected message was displayed on the monitor for a brief moment before disappearing. After hitting the cmos reset nothing happened

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: repl kit 9735672 cmos battery computer 9735225r rollingstone s7 rfrb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), product ID: (B)(4), serial/lot #: unknown, product ID: (B)(4), serial/lot #: (B)(6) a manufacturer representative (rep) went to the site to test the navigation system. The multi-supply power unit was replaced and the system performed as intended. Codes: b01, c02, d02 h2-3) the power supply unit was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the power supply unit had electrical failure, the 12 volt (v), 9v, and 5v ports had no output. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.